Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons of insulin pump was not working. The customer¿s blood glucose level was 292 mg/dl. The customer stated that the insulin pump had no delivery alert. Customer was declined to troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened esc and act button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. Device passed self test.